Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to replicate the reported issue. The fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The e-100 generator was returned for failure analysis, and the reported failure was replicated. The e-100 generator was installed onto the test system and failed testing. The power led turned red, and the bipolar led did not turn on, preventing cutting/sealing. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair surgical procedure, the energy with the vessel sealer extend (vse) was not working. Prior to calling, the customer had hard power cycled the e-100 generator with no change. The technical support engineer (tse) found no related errors in logs. The tse walked the customer through additional hard power cycles on the e-100 generator with no change. The surgeon completed the case using the erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The hospital knew about the issue and was seeing if they could get the e-100 generator to work for the case during the set up.